Event description:
A pt underwent a diagnostic cardiac catheterization procedure and a 6f angio-seal was used for closure via the right femoral arteriotomy. Upon removal of the locator, the sheath completely broke apart; leaving approx two thirds of the distal portion of the sheath in the pt. The physician was unable to grasp and remove the remaining portion. A radiologist was consulted and a 4f sheath was placed in the left femoral arteriotomy and an unsuccessful attempt was made to snare the remaining portion of the sheath. It was noted that it was difficult to advance the guidewire from the left femoral arteriotomy, up and over to the right side, due to the resistance experienced. The 4f sheath in the left femoral was removed and manual compression was applied to obtain hemostasis. The right pedal pulse was weak prior to the cardiac catheterization procedure and was present and unchanged. A vascular surgeon was consulted and the outcome of this event is pending. The pt has a medical history of: heart failure, pulmonary edema, dilated cardiomyopathy, and atrial fibrillation. The pt was taking coumadin prior to the diagnostic procedure and was put on a heparin drip post procedure. Add'l info received revealed that this angio-seal was stored in a storage cabinet containing an ultraviolet light source prior to use.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath was visually inspected. The sheath tubing had been cracked in multiple locations distal to the hemostasis hub. The damage was consistent with exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the device, as a supported by the review of the mfg traveler and the analysis performed. The cause of the reported incident remains unk. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.